Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
Additional information: patient identifier, event.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the front housing chipped and the battery door is missing. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was unable to download event log or read out the pump error log and unable to run the pump. The pump was opened and found the shield loose and lifted off of the pump housing. The loose shield may have affected the microprocess board. The motor current was measured which found the motor functional and within specification for motor current. It's recommended to replace the microprocess board and the front housing to address the recorded 1870 error.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 1870 . There was no reported injury or adverse events.